Event description:
It was reported that this artificial urinary sphincter was removed as it did not work resulting in incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was microscopically and visually examined and had wear at a fold in the cuff shell. The cuff passed the leakage testing. The balloon passed visual and microscopic inspection. The balloon passed functional and leakage testing. This investigation is assigned a most probable conclusion code of known inherent risk of device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was removed as it did not work resulting in incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.